Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. The seal stayed in the loading device when the delivery tube was removed. The reporter stated, it was most likely user error, where the green buttons were not released when the delivery tube was removed. A new kit was used to complete the procedure. There were no pt effects. The product is returning.